Event description:
Customer reported secondary ran into primary bag when nurse had the secondary raised appropriately. Nurse put up another primary tubing and added the med on the secondary and it ran in just fine. The med that backflowed was ancef. There was no pt harm as a result. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.